Event description:
On (B)(6) 2023 a patient's wife reported an ilet patient a had low blood glucose (bg) event and had a seizure. The event occurred approximately an hour or more before the wife contacted customer care. The patient's wife provided the patient a snickers bar and rapid acting carbs. The patient's bg was back up in the 70's mg/dl at the time of the call. Per the patient's wife, this is not an ilet issue and the patient experiencing hypoglycemia is semi-normal. The patient over delivered a meal bolus. The patient's wife inquired about when to reconnect the ilet as she had disconnected it. The customer care agent reported if the ilet's algorithm sees low blood glucose, it will be conservative on insulin delivery. The patient can reconnect when available. The agent educated the patient's wife to be aware of over treating the hypoglycemia. The patient's wife is aware of corrective steps going forward. The patient's wife did not want further assistance or follow-up. The patient's bg was back up in 80's mg/dl by the end of the call.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.